Event description:
It was reported that a novalung console had flow measurement technical failure alarms during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The alarms that occurred were alarm #206 (flow sensor not detected) and alarm #208 (flow measurement/control and air detection not possible). The alarms are related to a CAPA that was opened for flow measurement issues. The alarms occurred one hour into ECMO therapy. When this occurred, it was reported that the machine¿s flow rate was suddenly lost. The operator tried repositioning the flow sensor, but this did not resolve the issue. They also tried using a different flow sensor. Finally, they decided to replace the machine and restart the patient¿s treatment. The alarms did not result in any patient injury or adverse effects, and no medical intervention was required. The patient did not experience any blood loss due to the machine being replaced. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The console has been repaired since this event; the sensor box was replaced. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sensor box was returned for evaluation. The failure at hand could not be reproduced. However, investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at the p102 connector of the ¿digiflow mini1¿ board or at the x11 connector of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. It was confirmed the cable and filter were installed correctly, and the orientation of the connections was in accordance with the product specifications. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). The returned sensor box contains the modified cable ((B)(4). The supply voltage of the flow measurement card is within the specified range. The modification of the sensor box was done correctly, and the correct cable was used. The root cause could not be identified. A new CAPA was opened to address this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console had flow measurement technical failure alarms during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The alarms that occurred were alarm #206 (flow sensor not detected) and alarm #208 (flow measurement/control and air detection not possible). The alarms are related to a CAPA that was opened for flow measurement issues. The alarms occurred one hour into ECMO therapy. When this occurred, it was reported that the machine¿s flow rate was suddenly lost. The operator tried repositioning the flow sensor, but this did not resolve the issue. They also tried using a different flow sensor. Finally, they decided to replace the machine and restart the patient¿s treatment. The alarms did not result in any patient injury or adverse effects, and no medical intervention was required. The patient did not experience any blood loss due to the machine being replaced. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The console has been repaired since this event; the sensor box was replaced. The sample was reported to be available for manufacturer evaluation.